Event description:
A hospital in the (B)(6) reported they were restocking the matrix midface tray and noticed that the emergency screw package is labeled 6mm in length but each clip that the screws sit in is labeled 5mm. There was no patient involvement as this was discovered during restocking. This report is #3 of 4 for the same event.

Manufacturer narrative:
(B)(4): a review of the device history record revealed no complaint related anomalies.(B)(4): placeholder.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested.